Event description:
Medtronic received information ( (B)(4). The (B)(4) journal of thoracic surgery) that one year following the implant of this bioprosthetic valve the patient developed syncope. The patient was diagnosed with valve dysfunction, as echocardiography showed asymmetric septal hypertrophy of the ventricular septum as well as turbulence and increase of the pressure gradient in the left ventricular outlet. The valve was explanted and replaced with another manufacturer's valve with no adverse patient effects reported. During explant, visual examination revealed tears on 2 coronary cusps, subvalvular overgrown pannus, and distortion of the stent post. It was speculated that distortion of the bioprosthetic stent due to asymmetric septal hypertrophy caused the contact of the stent-post and the valvular leaflets, and 2 tears of the leaflets occurred. Pannus formation was thought to have resulted from the fast turbulence caused by asymmetric septal hypertrophy and the distortion of the stent. Additional information was requested.

Event description:
Medtronic received information ((B)(6)) that one year following the implant of this bioprosthetic valve the patient developed syncope. The patient was diagnosed with valve dysfunction, as echocardiography showed asymmetric septal hypertrophy of the ventricular septum as well as turbulence and increase of the pressure gradient in the left ventricular outlet. The valve was explanted and replaced with another manufacturer's valve with no adverse patient effects reported. During explant, visual examination revealed tears on 2 coronary cusps, subvalvular overgrown pannus, and distortion of the stent post. It was speculated that distortion of the bioprosthetic stent due to asymmetric septal hypertrophy caused the contact of the stent-post and the valvular leaflets, and 2 tears of the leaflets occurred. Pannus formation was thought to have resulted from the fast turbulence caused by asymmetric septal hypertrophy and the distortion of the stent.

Manufacturer narrative:
Product analysis: no product was returned for analysis. The location of the valve is unknown. In addition, no device history review could be performed, as no serial number was provided. Conclusion: without the return of the product or serial number, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional investigation was performed and it was discovered that this event was reported previously in 2009, under the MFR report# 2025587-2009-00123. This supplemental is to update the previous initial report filed for this event with the information that this event was a duplicate event in our system. Through that discovery, the serial number of the product was reported. On MFR report# 2025587-2009-00123, the product was returned for analysis. This previous reported analysis stated that upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible. Tears and abrasions in the non-coronary and left cusps appeared to be due to contact with bias wear. Abrasions in the right cusp adjacent to the right non-coronary stent post appeared to be due to contact with a long suture tail. Remnants of glistening off-white pannus remained attached to the inflow adjacent to the left cusp and right non-coronary inferior coaptive area. A remanent of pannus on the inflow of the right cusp showed evidence that pannus extended 1 to 3 mm, possibility reducing the inflow orifice area. Radiography showed no evidence of mineralization on the valve and/or host tissue. Conclusion at that time was that the reduced performance of the valve was attrited to host tissue overgrowth. This finding is generally considered a patient related condition, and would be consistent with the information reported in the literature that was recently reported to medtronic in 2012. (B)(4).